Manufacturer narrative:
Concomitant medical product: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen (baclofen) 2000 mcg/ml; approximately 1350 flex mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2019. It was reported that upon pump interrogation on (B)(6) 2019 via the 8840 the hcp confirmed "att: memory error drug infusion invalid". The gablofen dosing was changed two days ago and yesterday evening ((B)(6) 2019) the patient became diaphoretic with increased tone. Oral baclofen and valium along with patient¿s other normal medication were administered and the patient did better after that. A different hcp interrogated the pump and planned to see the patient on (B)(6) 2019. When the hcp saw the memory error message he did not want to do anything else with programming. An alarm occurred; "pump memory error drug infusion data is invalid". The pump was previously updated with the tablet. The hcp was using the 8840. The pump was updated with the tablet on (B)(6) 2019 after a refill and some changes to the dose flex pattern. Shortly thereafter, the patient experienced a sudden change in therapy/symptoms and the hcp was concerned with baclofen withdrawal. The patient experienced agitation and irritability. The 8840 was used to interrogate the pump on (B)(6) 2019 and it said, ¿pump memory error drug infusion data is invalid¿. The logs were normal, no pump alarm and no alert on the clinician programmer. The hcp was concerned that the steps programmed on (B)(6) were not in chronological order. No dose on the infusion mode when he interrogated. Additional information was received on 21-may-2019 from the healthcare provider who reported that in apr-2019 the healthcare provider had interrogated a pump and the flex boluses were "out of order." The healthcare provider reprogrammed the boluses and got them "straightened out." They updated the pump with the tablet and 24 hours later the patient went through severe withdrawal. Per the reporter, 2 days later the patient came into the clinic and they interrogated the pump with the 8840 clinician programmer and the message on the 8840 screen showed "pump memory error. Drug infusion data is in valid." The healthcare provider stated it had been programmed to minimum rate and that the tablet report was fine when they looked back at the programming done 2 days prior. No further complications were reported or anticipated.